Event description:
Event description guidant received information that this transvenous defibrillation lead and this transvenous atrial pacing lead were explanted immediately after implant. The patient began bleeding from a perforation of the subclavian vein and artery. During surgical repair of the perforation, the leads were damaged and removed. The device implant procedure was then completed, with new atrial and right ventricular leads implanted.